Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a meal as less than usual instead of usual, after which glucose rose into the 300 mg/dl range for about three hours while using an ilet system paired with a g7 sensor; the user delivered multiple corrective doses and reported 6 units of insulin on board, with no backup therapy or ketone testing performed. Symptoms included dry mouth and thirst consistent with hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and education on proper meal announcement and collection of a blood glucose questionnaire. Investigation of this case revealed use error related to incorrect meal size announcement, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect meal entry.